Event description:
A couple of years after having mentor siltex cohesive gel implants 350 cc high profile, I started having autoimmune problems. My ana levels were high but cause was never determined. I went to several specialists and had x-rays due to daily pain in my lower back. I had no energy, could not stand for long periods of time and had to leave full time employment. Subsequently, I have developed graves disease, indeterminate lupus, and still have daily pain but now the pain is also in my right shoulder, back of head and base of both feet. Every morning I wake up walking like an old lady (I am (B)(6)) and have no energy, depressed, anxious, and very dry eyes. Drs cannot explain my symptoms but they seem similar to those of breast implant illness. Twenty-nine food sensitivities since having implants. Implants still in, but wanting explant.